Manufacturer narrative:
No product returned for investigation.

Event description:
The manufacturer became aware of an allegation from a user of an amara view full face mask with magnet headgear that the user has an implanted steel clip in his brain due to a brain aneurysm. The user states there has been no user harm or injury from the magnets but he has now replaced the magnets with the plastic clips for safety reasons. No product will be returned for investigation. The patient is still using his mask and headgear now with the clips. This will be an initial final report. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.